Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the procedure, the physician made five attempts to screw a right ventricular (rv) lead into the myocardium, and each time there was an abnormal electrogram signal with high thresholds. In addition, the r-waves were low and the physician believed that the lead was not properly fixated. The physician lost confidence in the lead, and so the lead was removed and replaced with a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.